Manufacturer narrative:
The following could not be completed with the limited information provided. Age or date of birth ¿ na, weight ¿ na, device product code - hso, expiration date - na, date implanted - na, date explanted - na, initial reporter - na. The product was not returned for review; therefore the exact condition of the device is unknown. The device history records for the handles were reviewed and identified no deviations or anomalies. Assembly traceability record indicates 20 pieces issued; this should be 40. The product is supposed to be and was historically packaged from the supplier two per box. The product is denoted as boxes, rather than labeled as pieces or each. This is also why the assembly traceability record calls for a standard quantity of 20. When the assembly traceability calls for 20, it is meant to be 20 of the aforementioned boxes (2 per) from the supplier. It was confirmed that the packager made the decision to change the packaging to the lollipop style instead of the historical two per box, as the puller was not an experienced operator and made the mistake due to the "new" packaging coming from the supplier. Stock investigation was completed on the remaining 9 pieces within inventory for lot 63200704 and found all 9 pieces to be non-conforming. Qh16000132 was issued to contain this lot. This device is used for treatment. Initial product history search was conducted and revealed no additional complaints against the related part and lot combination. The most likely cause of the incorrect quantity packed was supplier error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It is reported that when the packaging was received for the two gigli saw handles, only one handle could be found in the package. The saw could not be used with only one handle. There was no reported delay to procedure due to the issue.